Event description:
Boston scientific received information that approximately two weeks post implant, this atrial lead revealed intermittent loss of capture. In addition, muscle stimulation was experienced. An x-ray was performed revealing this lead was dislodged. A revision procedure was performed. When the pacemaker pocket was opened, this lead was cut, partially removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, a portion of this lead will be returned for analysis. Upon completion of the analysis, this event will be updated.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, the lead was returned in two segments. Visual observation revealed conductor coils were damaged and there were puncture holes in the insulation at 256-249mm from the terminal pin thought due to the grabbing tool. The lead tip was intact and undamaged. Detailed analysis was performed. Both lead segments passed electrical testing. In addition, no issues were found with the lead tip that would have led to the lead dislodgement.

Event description:
- -

Manufacturer narrative:
- -

Manufacturer narrative:
- -